Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the ventralex mesh (device 3). An additional supplemental emdr and emdr were submitted to represent the ventralex st mesh (device 1) and bard soft mesh (device 2). Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2017: patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of ventralex st mesh (device 1). Per op notes, "an infraumbilical incision was made. The hernia sac was identified and mobilized. A ventralex st mesh (device 1) was placed and secured with suture." (B)(6) 2019: patient was diagnosed with recurrent ventral hernia thereby underwent open repair with excision of ventralex st mesh (device 1) and implant of bard soft mesh (device 2). Per op notes, "a periumbilical midline incision was made. The hernia sac was identified, reduced and excised. A ventralex st mesh (device 1) was noted to be curled up and excised. A bard soft mesh (device 2) was placed and secured with sutures." (B)(6) 2020: patient was diagnosed with recurrent incarcerated ventral incisional hernia thereby underwent open repair with implant of ventralex mesh (device 3). Per op notes, "the old scar was reopened. A large hernia sac was identified and dissected to the fascia. The sac was opened and amputated. It had incarcerated omentum within it. Another large fascial defect was noted inferiorly. The skin bridge between the two was opened and the hernia was coalesced into one hernia. A large ventralex mesh (device 3) was placed and secured with sutures." (B)(6) 2020: patient had drainage of seroma.